Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
T was reported that an ilet device exhibited recurring alert 65 after multiple restarts indicating a hardware malfunction of the pump mechanism and associated audio circuitry, with the device¿s functionality in question and water resistance compromised. Symptoms included no reported adverse clinical effects. Outcomes included the need for device replacement and user transition to backup therapy. Investigation included verification of shipping details and instructions to sync data to the mobile app, shut down the device, and return the unit for evaluation. Investigation of this case revealed that the device continued to alarm, and the motor stall persisted despite user troubleshooting. It was concluded that the reported malfunction is consistent with a device hardware failure requiring replacement and return for analysis.